Event description:
Based on the report, nurse, dr, were removing a PICC line at end of therapy. While pulling the silicone/rubber catheter, it broke off inside the vein. Nurse called 911, patient was transported to hosptial. As per verbal report user error suspected by reporter/contact.